Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an occlusion issue with their infusion set. The patient resolved the issue by changing the soft cannula infusion set and resuming insulin. The patient noticed symptoms 3 or more hours after insertion and the site was in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.